Manufacturer narrative:
One opened cannula sample was received in a blister for the report of the soft tip broke off in the eye. The sample was visually inspected and was found to be nonconforming. The visual inspection indicated that residual torn pieces of silicone tip were present, but the majority of the tip extending past the cannula was missing. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned, nonconforming sample was received opened. How and when the soft tip of the cannula became damaged cannot be determined from this evaluation however, the evaluation shows that the tip was initially present prior to surgery and most likely was damaged during use. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been evaluated by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the soft tip from a soft tip cannula detached into a patient's left eye during vitrectomy surgery. The wound was enlarged and the detached tip was successfully removed from the eye during the same procedure. A suture was required in order to close the enlarged incision. There was no other impact to the patient.